Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with three proglide devices using the pre-close technique prior to an aortic valve procedure. Reportedly, when the plunger was removed, a cuff miss [suture retrieval issue] occurred with all three proglide devices. The pre-close technique was abandoned. The sheath was upsized a greater than 10fr sheath and the procedure was completed. A surgical cut down was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.